Event description:
It was reported that there drive support cap of the insulin pump was loose. The customer had pushed the cap. The insulin pump had not been dropped or bumped. The customer's blood glucose was 6.5 mmol/l. It was reported that the customer sis not have a problem with their blood glucose. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose/protruded drive support disk, missing end cap sticker, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).